Event description:
Device report from synthes (B)(6) reports an event in japan as follows: it was reported on (B)(6) 2013 the patient had a distal tibiofibular fracture. After the surgeon drilled by the tap for cortex screws 2.5 mm, into the cortical bone, the tip of tap was broken during tapping. The surgeon continued to drill the cortical bone without any problems. The screw became stuck and did not move anymore so the surgeon found that the screw was broken. The screw wasn¿t removed since the other screws were already inserted into the plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found.